Event description:
It was reported that the fiber cap detached. Additional information received "it looks like the front cable is broken in half or melted, metal tip is still attached". The procedure was completed with a second fiber. Patient outcome ¿ok¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap is detached and not returned; the glass cap exhibits mild devitrification at the output window area and mild char. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.